Manufacturer narrative:
Brown movable foreign matter was found inside of the sterile pouch during the labeling process at (B)(4). The outer product box and sterilized inner pouch were intact. No other anomalies were noted. The product was not shipped out of the warehouse and was not clinically used. Manufacturing/packaging issues appear to have contributed to the event. A sterile pg on amiia 5.0x15, 142 cm was received folded in its original packaging. The box was received opened with the product inside of it. No IFU was returned. The product was not used and was inside of the sealed pouch. It was noted a brown particle near to the pouch seal. The particle measured 2mm of length and .5mm of width. No other anomaly was detected. The brown movable foreign was reviewed under microscope at 25x of magnification and it looks like residues of cardboard. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As part of the investigation of the recent complaint received for foreign material, it was performed the investigation in order to assess current controls and how the actual process would have an impact in this complaint. Scope of this assessment includes the packaging lines process. After a visit to the packaging process lines, it could be observed that controls are placed in order to detect contamination for loose particles inside of the pouch, this kind of contamination it not acceptable in the product. A ftir analysis was performed to the foreign material found inside package of genesis amiia product and one cardboard from printer tape roll in order to determinate if the foreign material from the complaint came from this kind of tape roll. The ftir results indicate the spectra are almost identical to the cardboard piece found on the printer tape rolls that hold the product stickers. Hence the most probable source of brown particle found inside the genesis amiia package. The foreign material reported by the customer was confirmed. The cause of the reported complaint appeared to be related to operator error due to the operator did not perform correctly the 100% inspection after pouch sealing process. However, the packaging lines have control in place to detect this kind of defects. A risk assessment was opened to address this complaint.

Event description:
Brown movable foreign matter was found inside of the sterile pouch during labeling process at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. It was not shipped out of the warehouse and not clinically used.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.